Manufacturer narrative:
This unit will not be returned for evaluation. The facility reported an invalid tracking number for the unit. (B)(4) was also contacted and they stated they had never received the product. An assignable cause cannot be verified without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 18613-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). A review of console history (s/n (B)(4)) was performed during the months of (B)(4) 2013 and showed that there were five (5) reported complaints originating from this console. Stopped cutting - four (4) vacuum testing failed - one (1) console (B)(4) was requested on (B)(4) 2013, but was not returned for evaluation. Multiple emails were sent to this facility informing them of the number of failures reported from their facility and advising them to return the console for evaluation. The facility was informed that if there is an issue with the console, they may continue to see microtip unit failures. A review of the complaints database during the months of (B)(4) 2013 showed that there were five (5) reported complaints originating from this console.

Event description:
Suddenly stopped working during procedure (dr (B)(6)).